Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rapid exchange was intended to be used in the gastro biliary tract in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, it was found that the package of the device was opened and not sealed. The complete weld seam at the bottom edge of the package was missing, compromising the sterile barrier. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a rapid exchange was intended to be used in the gastro biliary tract in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2022. During preparation, it was found that the package of the device was opened and not sealed. The complete weld seam at the bottom edge of the package was missing, compromising the sterile barrier. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a020503 captures the reportable event of unsealed device packaging, compromising the sterile barrier. Block h10: the returned rapid exchange was analyzed, and a visual evaluation noted that the package was missing one welding, which matches to the finding through media analysis based on the provided photo. The device did not present any problems. No other problems with the device were noted. The reported event of unsealed device packaging was confirmed. Upon analysis, it was found that the package had one welding missing, leaving the seal incomplete. This condition, incomplete seal packaging, is related to manufacturer deficiency. Therefore, it was concluded based on the information available and the analysis performed to the returned device, the root cause of this complaint is manufacturing deficiency. An investigation to address this issue is in progress. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.